Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal regions. The optic was torn or split in two pieces with a cut-like appearance. Both optic portions were scratched and scuffed. No white line was observed before or after cleaning. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. An unapproved cartridge/handpiece combination was reported. Additional info was requested on 12/18/2009, 01/08/2010, and 02/02/2010 by phone, fax, and mail. A completed questionnaire was received on 02/03/2010. (B) (4)

Event description:
A surgeon reported that following insertion of an intraocular lens (iol), an opacity was noticed in the optic area. The iol was cut in half and removed. During removal of the iol, and anterior capsular tear war noted. The iol was replaced with a different model iol during the same surgical procedure. In a follow up, the surgeon noted the pt's bcva was 20/20 and there were "no visual problems at all".